Event description:
I had treatment done by step from ulthera. A couple of days after, I noticed wrinkles, a month later I noticed more now, I have huge bags under my eyes, my vision is blurry, dry skin sagging. I look 15 years older. I have nerve damage and my hair falling out, I have major fat loss to my face and loose skin, every day looks worse. I'm so sad I can't stop crying. I didn't do research but saw online it ruined a lot of lives and I'm one of them, I'm a single mom, (B)(6) and I always been told I look 21. I didn't need treatment, I just did for preventive as they said it would help.